Event description:
It was reported that patient recently had a non-device related fall and was experiencing pain from the spinal cord stimulator (scs), including shocking sensations as well as excruciating pain in the left leg. It was noted that the patient was rushed to emergency room (ER), and when receiving a shot, the new fast program drastically increased to a hundred percent. Several minutes later, the same situation occurred, resulting in pain/shocking sensation down the left leg.